Manufacturer narrative:
Analysis was able to confirm the customer comment that the display was inoperative due the stylus not working which was replaced and calibrated. It was also noted that the left keyboard hinge, lower case were broken. The plastic stand-off between the link electronic module (lem) and micro processor unit (mpu), printed circuit board (pcb) assembly was replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer was frozen. The programmer has been sent in for service. There was no patient involvement recorded with this event.